Event description:
It was reported that during central processing, the permanent cautery hook instrument had a missing component. It was unknown if a fragment fell inside a patient. The procedure was completed. Intuitive followed up with the initial reporter and obtained the following additional information: the issue was observed during central processing; however, the piece was not found. No post-operative tests were performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) with an alleged issue to perform failure analysis. Failure analysis found the primary failure of instrument life indicator missing to be related to the customer reported complaint. The end-of-life indicator is missing from axis 1. The probable root cause is attributed to use conditions.